Event description:
The defibrillator was implanted in 2/2000 and explanted in 6/2001 because of premature end of life.

Event description:
The defibrillator was implanted in 2000 and explanted in 2001 because of premature end of life.